Event description:
Customer reportedly obtained a result of 4.8 inr or 4.4 inr on the coaguchek pst system and 2.6 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.